Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "in the right breast, there is an intramammary lymph node 8 mm in diameter."; ¿the axillary control identified some lymph node formations with normal ultrasound characteristics and other lymph nodes with silicone content".

Event description:
Healthcare professional reported right side "rupture and encapsulation." "In the right breast, there is an intramammary lymph node 8 mm in diameter." "The axillary control identified some lymph node formations with normal ultrasound characteristics and other lymph nodes with silicone content." The device remains implanted.